Manufacturer narrative:
This report is being filed as the reported issue may result in user error leading to delay of therapy.

Event description:
Customer reports that distributor provided incorrect instructions for device storage (instructions were not in accordance with product labeling). (B) (4).